Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after an implant, the right ventricular lead revealed no capture. The lead was repositioned and still in use. No patient complications have been reported as a result of this event.